Event description:
It was reported that the procedure was to treat the right coronary artery with moderate tortuosity. Pre-dilatation was performed and the 3.5x38 mm xience sierra stent delivery system (sds) was attempted to advance; however, the sds could not cross the lesion and the proximal shaft became fractured. A new, same size xience sierra sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report the following information was provided: the device was a 3.5x28 mm xience sierra. The proximal shaft was fractured but not in two pieces. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported shaft break was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported shaft break; however, the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4: part number updated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery with moderate tortuosity. Pre-dilatation was performed and the 3.5x38 mm xience sierra stent delivery system (sds) was attempted to advance; however, the sds could not cross the lesion and the proximal shaft became fractured. A new, same size xience sierra sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.